Manufacturer narrative:
Investigation summary four (4) photos were returned for investigation. Our quality engineer inspected the returned photos and confirmed the reported observation of white foreign matter on the needle. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to determine what the foreign matter is. Therefore, a definitive root cause could not be determined.

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in tw experienced foreign matter contamination. The following information was provided by the initial reporter: bd tuas associate (bd nurse) have received a complaint regarding ¿needle coated with irregular white colour thing¿ from a doctor.

Manufacturer narrative:
Device expiration date: unknown. Medical device lot #: the customer provided a lot number of 6169163. This lot number may be invalid as no information appears to be available for this lot number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in tw experienced foreign matter contamination. The following information was provided by the initial reporter: bd tuas associate (bd nurse) have received a complaint regarding ¿needle coated with irregular white colour thing¿ from a doctor.